Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and the customer had fallen. The customer thought that the fall was caused by the high bg; there was no permanent damage. The customer went to the emergency room (ER) and was treated with intravenous saline. After 7 hours, the customer left the ER with a bg of 150 mg/dl and was doing much better. The customer declined tandem technical support's offer to perform a system check. Customer reported that pump settings would be discussed with health care provider and manual insulin injections would be used in the interim.